Event description:
The patient had an elective battery replacement of the stimulator. The physician requested the device to be analyzed because the battery was quite low compared to the stimulator on the other side. The setting parameters for the explanted device were given as 1.4v, 60us, 130hz, unipolar, 24h; versus a higher voltage setting for the second pulse generator of 1.8v, which remained implanted. There was no injury to the patient and the patient recovered.

Manufacturer narrative:
Results of final device analysis had revealed the epoxy bond was broken between the hybrid circuit and both battery terminal; both b- battery bond wires were lifted from the hybrid bond pads, internal to the device. Findings from functional testing had detected no output or telemetry from the product, as received. Device analysis confirmed the reason for return.